Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 323 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod's cannula was kinked. Symptoms reported include hyperglycemia and vomiting. The patient was treated with anti-vomiting medication, IV fluids and drinking a lot of fluids. The patient was released the following day. The pod was worn when seeking medical attention.